Event description:
It was reported that during a follow-up visit, loss of capture was observed. All other electrical measurements were stable. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in good condition after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.